Event description:
Burn to right eyebrow during procedure to repair ptosis. Pt under local anesthesia but monitored by anesthesia staff. O2 at 8l (mask). Cautery setting at 20/20 pure. There was an arc to the eyebrow. Distance of 2.5 - 3 cm central brow and skin singed. Settings reduced to 10/10 pure and arc recurred. Replaced the pencil unit. Even with an increase of settings to 15/15 pure there was no recurrence. Wound treated with neosporin. Note: needle tip bent when placing in plastic container post use. Spokesperson of valleylab on 7/18/00 took description of pencil and gave return number. Device is new. This is first time used.